Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-23. It was reported that the patient first started experiencing the dislodged catheter on (B)(6) 2016. No further complications were reported as a result of the event.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: 2011 (B)(6) explanted: 2017 (B)(6) product type catheter: analysis found there was high resistance with the pump battery. Analysis found that there was a user related hole in the catheter body. Eval code-conclusion 11 on the catheter updated to 77. Eval code-conclusion 12 applies to the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver gablofen [2000 mcg/ml] at 116 mcg/day, indicated for intractable spasticity and other spasticity. It was reported that the patient¿s pump and catheter were replaced on (B)(6) 2017. The device was used in the patient and was intended for treatment. It was unknown if the patient was in a clinical study. The reason for the pump replacement was due to pending battery depletion/prophylactic removal to avoid in vivo battery depletion. The reason for removal of the catheter was that magnetic resonance imaging (MRI) showed that it was not in place, and the healthcare provider suspected the catheter was dislodged. It was stated that the patient was not experiencing withdrawal. There was no patient death related to the event. It was indicated that the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.